Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device motor was not functioning and was defective. It was noted that the device no longer worked. It was further determined that the device failed pretest for check function and direction of rotation, check function with test hand switch, check function with foot pedal, and check power with test bench. It was noted in the service order that the device did not turn on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the incorrect PMA/510(k) number were inadvertently documented as exempt in the initial medwatch report. Please note that the correct number (k043310) has been documented of this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.